Event description:
It was reported during an unknown procedure the er320 did not form b-shape. There was no patient consequence. All devices returning.

Manufacturer narrative:
Evaluation summary: no conclusion could be reached as to what may have caused the reported incident. The analysis results found that the jaws had become misaligned causing the clips to be scissored. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.